Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected battery power loss. Replace battery alert, replace battery alarm, or off no power without a low battery warning was recurred. Customer was stated there was low battery alarm or short battery life of insulin pump. Battery was used aa energizer max. Insulin delivery was stopped due to low power. Battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked keypad overlay. Device passed displacement test, active current measurement, and self test. However, device received with unexpected battery power loss and had high sleep current, problem isolated to electrical board.